Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, during a percutaneous vertebroplasty (l1) via vbs for vertebral fracture the cement was mixed, viscosity was checked, and it was also confirmed that the cement became sufficiently viscous. At that time, 17 minutes had passed and the surgeon started injecting the cement into the patient¿s body. A part of the cement was found to have leaked out from the vertebral body defect, so the surgeon stopped injecting the cement temporarily. After that, when the surgeon checked the state by the image intensifier, the leaked cement did not appear to be moving. The surgeon considered that the cement might have leaked from the defect this time. Procedure was completed successfully without any surgical delay. No further information is available. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).